Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 302 mg/dl at time of incident and current blood glucose was 427 mg/dl. The customer was treated with insulin pump. The customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. The customer reported insulin exited at the quick set release. The insulin pump will not be returned for analysis.